Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that we were attempting to prime the pca tubing using the "prime" function on the pca module. You cannot see the fluid in the tube and it dripped onto the floor. There was no apparent fluid in the line - so we had to switch out lines and reprime.